Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The extended range force bipolar instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 2.70mm offset at the tips. The instrument was installed on an in-house system and passed the recognition and engagement test. The instrument moved with a full range of motion in all directions. The instrument grips were not found to be stuck. The complaint was confirmed by failure analysis. The probable root cause of bent grip is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the tip of the force bipolar instrument was found to be misaligned; the jaws would not open. The procedure was completed with no reports of patient injury. Intuitive followed up with the customer and was advised that there is no additional information available.